Manufacturer narrative:
Model number/catalog number: 72404251. Serial number: n/a. Batch/lot number: 1100788729. Model/catalog description: lgx preconnect ms 15cm ps iz. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced right inguinal pain. The reservoir was found to have migrated to the right inguinal region. A surgical procedure was performed to remove and replace the reservoir. No further patient complications were reported.